Event description:
A malfunction alarm was reported, identified by the code "malf 0". The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer understood the instructions to continue using the pump and to call back if the problem reappears.